Event description:
Report received from abbott int'l affiliate of a leak. The custom monitoring kit was connected to the pt line and bleed back was noted shortly after the connection was established. The blood loss was reportedly "a few mls". When examined, the tubing was found to have a hole. The device was removed and a new device placed. It was reported that there was no pt harm. The abbott affiliate has queried for further info, and no add'l info has been provided.